Event description:
A healthcare professional reported that the system with vertical gas breakthrough occurred during bed cut in the unknown eye of a patient, during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d9. H.3. H.6. And h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the service record, an company representative performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the company representative calibrated zxy calibration, performed established, then found the system to meet company specifications per service test procedure. Based on the information available, the customer reported event cannot be confirmed. The manufacturer internal reference number is: (B)(4).